Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on literature review clinical outcomes of the acufex trunav retrocutter drill for tunnel creation for acl reconstruction, after an acl reconstruction procedure, where a regenesorb screw was used to fixate the tibial end of the graft, 4 patients required a revision surgery for a meniscal debridement and 1 other patient required a revision surgery for a meniscal repair. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states that it has been communicated per case details, that no further information is available (including the operative report) and the patient outcome are unknown. Smith and nephew has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event. Therefore, the root cause of the reported dislocation and subsequent closed reduction and/or the patient outcome beyond that which was documented in the aged article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.